Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device failed the safety check and it operated in the unlocked position. During repair, it was observed that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure the cutter device. The issue caused the device to run in the unlocked position. It was determined that the issue was consistent with running the device without the cutter installed, which is failure to follow the manufacturer¿s instructions. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device failed the safety check and it operated in the unlocked position. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.